Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient experienced peritonitis and was hospitalized the same day for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved, the pt was not recovered, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). During follow up, the nurse could not confirm the event of peritonitis on (B)(6) 2013. The patient experienced abdominal pain and a urinary tract infection. The nurse stated they thought it was peritonitis, however it was determined to be a urinary tract infection. A review of all batch record documents for potentially associated lot number gd894717 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.